Event description:
It was reported that in 2008, the pt had a post-operative infection. At about one month later, the valve was explanted.

Manufacturer narrative:
The device has not been returned to MFR.